Event description:
While using the med line mds80316 5" toilet lift with padded arms attach it came loose from the toilet and became unsteady. There is also an issue of urine flowing down and around building up on the tip of the toilet. They use a block on a screw to lock it on the toilet. The block is at 90 degrees and does not firmly lock seat to the toilet. This unit is poorly designed plus at lowes it is over priced by $20 to $30. I had spinal fusion 5 vertebra in the lumbar area if I would have not caught my self this could have been very serious. Note I sen to medline: this unit has two design flaws one serious in my eye and the one that creates cleaning issues. The serious flaw is that the sliding block at the front is at 90 degrees and does not lock on the front of the toilet. If you continue to build this unit it should be designed at a 10degree or some other angle so it will lock on the lip. The seat comes loose quite easily and could be a liability issue for your company. The second flaw is the way the front is designed urine runs down the front and builds up on the toilet. If left in place for a while urine may run down the outside of toilet to the floor. I do have another issue but it is with lowes. They charged close to suggested retail for the unit she purchased. With their buying power and considering it was made in china the max this unit should be selling for is around $40.00 I expect with chinese labor and shipping it costs you $10 max. I was not pleased with this product. My wife was in a hurry trying to get the house ready for me after spinal fusion. I feel that we